Event description:
It was reported that patient experienced ineffective therapy. Diagnostics revealed high impedances across the lead. As a result, surgical intervention was undertaken on (b)(6) 2026 wherein lead was explanted and replaced to address the issue. Upon explant it was visually confirmed that the lead was fractured.

Manufacturer narrative:
Date of event is estimated.E1 Initial reporter phone number- (b)(6).